Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from social media on 2018-apr-18 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was unknown. It was reported that the patient had an infection that drained for over a month, and when the surgeon could literally see the pump under the skin that still hadn't closed, he took it out. It was noted that the patient had staph infection, and the pump could be seen by the metal showing through the patient's back. No further complications were reported or anticipated. **omitted information pertains to (B)(4) - second infection**

Manufacturer narrative:
Updated to reflect the corrected initial reporter. If information is provided in the future, a supplemental report will be issued.